Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was in the allowable operating altitude range. Customer's blood glucose level was 137 mg/dl. Reportedly, the same cartridge was reloaded and the alarm was cleared.